Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The reported blood glucose reading at the time of the call was 459 mg/dl. The caller asked if someone could go to the hospital to test the insulin pump in person. The caller was given the territory manager's information. Nothing further was reported.